Event description:
It was reported that approx three months ago the pt experienced painful shocking at her ipg site. The pt stated she continues to feel the shocking when the stimulation is on, and sometimes even when it is off. The pt reports she has had her stimulation turned off for the past three months, but as recently as (B)(6) 2013, she felt a shock at the ipg site. The pt also indicated that since the shocking began, she has also had pain and redness at her ipg site. Surgical intervention may be undertaken at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.